Manufacturer narrative:
No product has been retuned for evaluation as there was no device malfunction alleged or identified. No images were provided therefore event was unable to be confirmed. Even though root cause cannot be confirmed, based on information provided potential use error may have contributed to event. The artery was repaired during the procedure and the patient was reported as doing well. Labeling review: "...potential adverse events and complications as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications known to occur include: early or late infection which may result in the need for additional surgeries; damage to blood vessels; spinal cord or peripheral nerves, pulmonary emboli; loss of sensory and/or motor function; impotence; permanent pain and/or deformity. Rarely, some complications may be fatal..." No device malfunction alleged.

Event description:
On (B)(4) 2019 a patient underwent a corpectomy utilizing a ronguer at l1 level. As per reporter the patient's somatic artery was damaged intra-operative. The physician managed to stop bleeding.